Event description:
Consumer called to report feeling symptoms of low blood sugar but getting high results. Then getting varying readings. Analysis run on clark error grid using mean average reading (151) as reference point vs, bd readings (441, 60) yielded some data points in the c range of the grid, outside acceptable limits.